Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Customer alleged that the pump had stopped delivering insulin. Customer resumed insulin and delivered a correction bolus to address bg. Review of pump history did not reveal any alarms that would stop insulin delivery. As tandem technical support was not contacted at the time of the issue, a complete system check could not be performed.